Event description:
A cartridge change error was reported with a t:slim, t:lock pump affecting eight cartridges over three weeks. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using cartridges from a different lot and cleaning the pneumatic tap area, and requested replacement cartridges, which were provided as goodwill by technical support. Additionally, the customer was advised to seek further assistance if the issue occurred again.